Manufacturer narrative:
D10/d11: camera 9735821 vega base s8 svc, serial/lot number: (B)(6); h3/h6: the camera was returned to the manufacturer for analysis. It was determined there was an electrical failure with the camera. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: product ID: camera 9735821 vega base s8 svc. A medtronic representative went to the site to test the equipment. It was reported that hardware part(s) were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while setting up for a case, the camera was showing an amber fault light and the software was showing localizer disconnected. The clinical specialist (cs) was notified by a competitive spine rep. The cs phoned in while on site and did troubleshooting. The bump sensor was not tripped and the issue was not resolved. There was a scratch on the camera, so suspecting the bump sensor was triggered. Persisted through several reboots. No patient.